Event description:
The dhs plate would not fit over lag screw. Another plate was opened and used, the plate fit over the lag screw.

Manufacturer narrative:
Plate was not implanted/explanted. Investigation has not been completed, no conclusions can be drawn. No device was returned. A device history record review has been requested.